Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient came in for a routine follow up of this cardiac resynchronization therapy pacemaker (crt-p) and non-sustained ventricular tachycardia (vt) was noted in the arrhythmia logbook. Noise was seen on the electrocardiogram. The patient had an intrinsic rhythm of atrial fibrillation (af) with a good ventricular escape rate and longest period of pace inhibition was 1.6 sec. The minute ventilation (mv) sensor was programmed to passive and the right ventricular (rv) lead polarity was set to unipolar. The field representative noted that they will suggest to turn mv sensor to off to prevent further episodes of mv noise/oversensing. No adverse patient effects were reported. A review by boston scientific technical services (ts) noted to evaluate lead integrity and compare to episodes of myopotentials to the date the lead safety switch (lss) was triggered as it would not be uncommon for unipolar sensing to pick up myopotentials. Ts noted that the lss was likely related to the competitor right ventricular (rv) lead intrinsic amplitudes being less than 3mv. No save to disk was provided for review when it comes to the lss being triggered, although it was presumed that the pace impedance measurements did go out of range as the lead switched from bipolar to unipolar configuration.